Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reason for reoperation is deflation. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Health professional reported right side deflation. Device was explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified fold creases and one linear opening. A leak test was performed which identified an opening. A microscopic analysis was performed which identified one opening crease (smooth) and wear abrasion. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment is one opening crease (smooth) assessed as fold (flaw) opening.

Event description:
Health professional reported right side deflation. Device was explanted.